Event description:
The customer reported bellavista 1000 us having o2 input pressure high, no o2 dosing, flow sensor delay calibration not passing. The customer confirmed that the alarm first happened prior to patient use in a hospital. The second time was after installing the new insp. Block during the calibration tests and the alarm activated. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. Therefore, root cause has not been determined yet.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The exact root cause is not determined. Most likely due to insp block - o2 pressure limiter. Alarm 270 was due to user failure. The o2 pressure regulator output pressure overshoot at low flow rates (<1 lpm) at o2 supply pressure between 3.2 and 4 bar. This is a known manufacturing quality issues (restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing / non-linear coil windings / use of too much grease) of the imi pressure regulators. Recommended 40-45psi and then troubleshoot based on manual page 96 for alarm 270. Customer send an update the unit is now resolved.